Manufacturer narrative:
It is indicated that the device will not be returned for evaluation, therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed. Additional suspect medical device components involved: product family: scs-linear leads, upn: (B)(4), model: sc-2316-70, serial: (B)(4), batch: 5090314, artg number: (B)(4).

Event description:
A report was received that during a trial procedure the physician had difficulty gaining access to the epidural space to implant the lead, so the trial was aborted. Following the trial, the patient developed bacterial meningitis. It was confirmed patient received medical intervention, but the type of intervention and patient symptoms are unknown.